Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was programmed to deliver intravenous (IV) heparin, charted at 1000 units/hr. The bag label showed 100 units/ml, which represents the "standard" bag dosage at the facility. Blood analysis was performed and based on the results it was determined that the heparin flowrate required an increase. The increase in the heparin flowrate was charted as 1300 units/hr. The infusion was stopped, and the patient was taken to the catheterization laboratory for a procedure. The patient bled during the procedure, and then developed a hematoma. Subsequently, the patient also required a procedure to treat the complications associated with the hematoma. The reporter additionally alleged that "more fluid is missing/used from the heparin bags used for this patient than charting would lead to expect", and that there was "concern that the [heparin] rate was accidentally programmed higher than charted". The patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.